Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are popping off during transport and spilling. These tubes are being used for aliquots and the caps are not staying on after being reapplied. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 29 retained samples were tested for stopper function defects, and all samples passed with no issues of stopper pop off /creepout observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop-off. A root cause was unable to be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are popping off during transport and spilling. These tubes are being used for aliquots and the caps are not staying on after being reapplied. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.